Event description:
During returned product evaluation, the stopcock was found to leak due to a cracked insert in the rotator. The reporter initially reported that it was leaking. There was no patient injury or treatment associated with this issue.